Manufacturer narrative:
Batch review performed on 02 march 2022: lot 2001302: (B)(4) items manufactured and released on 12-may-2020. Expiration date: 2025-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 2001866. Batch review performed on 02 march 2022: lot 2001866: (B)(4) items manufactured and released on 07-july-2020. Expiration date: 2025-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in for a post-op appointment reporting pain. The surgeon suspected that a loose cup was the cause of pain. At 1 year and 4 months after primary during the revision surgery, the surgeon found the cup was well fixed and decided to only revise the head and liner. The surgery was completed successfully. The cause of the pain is unknown.